Manufacturer narrative:
Device is a combination product. (B)(4). Device not returned therefore analysis of complaint device could not be performed. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left side. The 90% restenosed, 25mm in length, eccentric target lesion was located in the non-tortuous, moderately calcified and 3.5mm in diameter left anterior descending (lad) artery. Pre-dilation was performed using a 3.5x20 non-bsc balloon catheter, leaving 48% residual stenosis in the lesion. A 3.50 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, it was found that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.